Manufacturer narrative:
(B)(4). The device was manufactured in september, 2013. The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified as a high drain 106 alarm. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. The device history record was reviewed and no issues were found that could have caused or contributed to the event. The cause of the iipv event could not be determined through the evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 106 (night drain #6) alarm was identified in the log. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2014 at 10:23:47. No additional information is available.

Manufacturer narrative:
(B)(4).the device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.